Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging developed cough, nasal congestion, nasal / throat irritation or soreness. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged cough, nasal congestion, electrical odor, nasal/throat irritation/soreness. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. Evidence of sound abatement foam degradation/breakdown was not observed in this device. Secondary findings: · device was likely reset pil is unable to address the complaint or symptoms. Pil found no evidence of sound abatement foam degradation or breakdown. This investigation was performed as outlined in ER 1127179 (v04). 1. The external investigation showed that there were no signs of contamination on the outside of the device. 2. The device was hooked up to a known good power supply and power cord, airflow was verified to be operating correctly. The error log showed that there were no instances of errors on the device. The device was likely reset prior to pil receipt due to machine hours being 8852.0 and the therapy and blower hours being 0. 3. The internal investigation of the device showed that there were no signs of contamination on the inside of the device. There were no signs of sound abatement foam degradation in the blower box of the device. The device's downloaded event log was reviewed by the manufacturer and found 0 error. The manufacturer concludes that device, there was no evidence of sound abatement foam degradation/ breakdown observed in the bas unit. In this report, sections d9, g3, h3, and h6 have been updated or corrected.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged cough and nasl congestion, strong electrical odor, burning/smoke/electrical odor nasal/throat irritation or soreness related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Updated in this report.